Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The cause was isolated to the power pcb assembly. The device can no longer be repaired. The customer was offered a replacement device. The customer scrapped the device.

Event description:
A customer contacted stryker to report that their device would not power on. There were no reports of patient use associated with the reported event.